Event description:
It was reported that as the user attempted to inflate the balloon, the water could not be injected into the balloon. The facility later inspected the device and confirmed that the water was able to enter the balloon for inflation with no problem.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿1. Method of use the device is intended for single use only and is not reusable. (1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (2) lubricate the distal end of the catheter with water-soluble lubricant. (3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 2. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) when inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. (4) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (5) do not wipe catheter surface with organic solvents such as alcohol. (6) do not aspirate urine through drainage funnel wall. (7) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (8) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1. Precautions for use (exercise caution when using the device in the following patients) (1) exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. 2. Important precautions (1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. (2) when any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. (3) when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿method of use the device is intended for single use only and is not reusable. Cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water-soluble lubricant. Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] precautions for use (exercise caution when using the device in the following patients). Exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Important precautions: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. When any part of the balloon and/or the catheter is missing, consider removing them using a cystoscope. When it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section ¿troubleshooting¿. (B)(4). The device was not returned.

Event description:
It was reported that as the user attempted to inflate the balloon, the water could not be injected into the balloon. The facility later inspected the device and confirmed that the water was able to enter the the balloon for inflation with no problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that as the user attempted to inflate the balloon, the water could not be injected into the balloon. The facility later inspected the device and confirmed that the water was able to enter the balloon for inflation with no problem.